Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose above 250 mg/dl. The personal diabetes manager (pdm) alarmed and the patient was unable to reset the pdm. The patient was no longer able to use the pdm for insulin treatment. The pod was removed at the hospital and the patient was treated with insulin utilizing intravenous therapy.